Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. The lead was reprogrammed and remains in use. As well, the patient's right ventricular (rv) lead had low impedance. The lead's polarity was switched which alleviated the problem. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.